Manufacturer narrative:
Device is a combination product. If implanted, give date: about 4 weeks ago. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent deformation occurred. The target lesion was located in the very proximal, almost ostium, of the right coronary artery(rca). A 2.5x16mm promus premier¿ stent was implanted. Four weeks later, in (B)(6) 2014, the physician was attempting to treat an chronic total occlusion (cto) lesion noted in the distal rca. An unspecified stent was advanced and deployed distal to the previously implanted stent; however, the mid segment of the previously implanted 2.5x16mm promus premier¿ stent no longer appeared smooth on the inside, but appeared disrupted with "something rough" at the center. It is unclear if the "something rough" was compression or foreshortening of the stent. The physician suspected that the damage to the 2.5x16mm promus premier¿ stent was either due to the second stent that was deployed distally or a combination of an unspecified guide or the non bsc guide catheter extension. The 2.5x16mm promus premier¿ stent was post dilated using a 3.5mm unspecified balloon catheter to appose it well to the vessel. No patient complications were reported and the patient's status was great.